Manufacturer narrative:
The m/l-10 applier used in surgery was not returned in a timely manner, therefore, no investigation could be conducted. A review of the device history record found no issues. No additional complaints have been reported for this lot number.

Event description:
During a lap chole, the clips did not close. A clip fell off and there was arterial bleeding. A disposable clip applier was used to finish the surgery. No additional pt info was provided.